Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to MFR report number: 3004608878-2018-00277.

Event description:
1 of 2 reports. A distributor reported on behalf of the customer that on (B)(6) 2018, the a1059 mayfield modified skull clamp's lock was damaged. There was no patient contact and injury. Additional information received on (B)(6) 2018 stating that the device was being used in surgery and the problem was discovered during inspection. Replacement of new device was done after the incident was noted. In addition, more information was received on (B)(6) 2018 stating that the patient was also anesthetized but with no alleged consequences. The surgery was delayed for half an hour.

Manufacturer narrative:
The device was returned for evaluation and it was found that the heli coil was out of the thread, therefore the index knob was tight to move to lock or unlock. The device history record showed no abnormalities relate to the reported incident found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The complaint is confirmed. The root cause was due to the helicoil screw coming out of the ratchet extension assembly which caused the skull clamp base index knob to be tight to move to lock or unlock.

Event description:
N/a.